Event description:
The customer reported no image during an unspecified procedure involving an olympus light source. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.